Event description:
It was reported that the device was explanted approximately after implant duration of 93.83 months, due to unknown reason. No further detail were provided. Info learned from implant patient registry.

Manufacturer narrative:
Device not returned.